Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification. The 1.2 x 6 mm mini trek was advanced, but could not cross the lesion. A non-abbott balloon was advanced with some resistance, and a non-abbott stent was implanted. The 3.5 x 15 mm voyager nc was advanced without issue for post-dilatation and inflated to 16 atmospheres (atm); however, the balloon ruptured during the second inflation of 14 atm. A 3.5 x 12 mm voyager nc was used to complete the procedure successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. It was reported that the balloon was initially soaked and prepared outside the body per the instructions for use (IFU). In this case, as the product was discarded by the account, it was not returned for analysis and may have aided the investigation. However, as there was no report of any leaks noted during preparation for use and the balloon was initially pressurized once without incident, this indicates that the balloon was not damaged prior to the procedure. Additionally, the lesion was characterized as mildly tortuous, heavily calcified and 99% stenosed, which likely contributed to the reported complaint. It is likely that the balloon interacted with the stent implant and/or the tortuous and calcified lesion during the procedure such that the balloon material became damaged (scratched) and ruptured upon the second inflation. Based on the information provided, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported from this lot. In summary, based on the investigation, there is no evidence to suggest a potential product deficiency.